Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited central regurgitation, noted on echo. Calcification and cuspal tears were noted. It was reported that the patient had previous infections. The valve was explanted and successfully replaced with no adverse patient effects.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: the valve was received in a tan solution, 0.2% glutaraldehyde, in several pieces consisting of two stent posts, a partial stent with a partial leaflet attached, two pledgets, and three pieces of host tissue, the remaining leaflet tissue on one stent post, containing a commissure, appears slightly stiff but flexible. The partial leaflet on the partial stent is stiff due to mineralization. Tissue deterioration and degeneration associated with mineralization was noted in both commissures. Pannus appears to have lined the inflow orifice due to the remaining pannus in the existing inferior coaptive area of one stent post and appears to have extended along the adjacent margin of attachment. Three pieces of pannus were received with the valve remnants. Radiographic examination revealed moderate to extensive mineralization in both commissures and the partial leaflet attached to the partial stent. Trace mineralization was noted in one piece of host tissue. The device history record for this valve was reviewed and no issues were noted that would have impacted this event. Conclusion: the analysis of the valve shows that the event was caused by mineralization, which is a known failure mode for bioprosthetic valves that is attributed to the patient.